Event description:
Caller reported potential false negative ckmb results using the triage profiler sob panel while performing correlation. Results as follows: sample of one patient was run on triage profiler sob and mini vidas simultaneously. Ckmb was approximately 1 ng/ml. Mini vidas - positive ckmb result. The following cut off's were used: triage cardio profiler: unknown. Mini vidas: 0.8 ng/ml. Sample: blood serum (venous blood). No quantitative results provided.

Manufacturer narrative:
Investigation pending.